Event description:
It was reported that there was a confirmed motor stall noted in event logs with a delayed motor stall recovery recorded, indicating a possible telemetry state occurred. The logs did show a motor stall occurred on (B)(6) 2013, a ¿stop pump period may exceed the tube set¿message, and the recovery did not occur until the day of report, (B)(6) 2013. The patient¿s motor stall was caused by having an MRI,and the patient neglecting to follow up with the hcp to have the pump checked following MRI. The motor stall was discovered during the refill on day of report, and recovered at the same time of interrogation. The patient never heard an alarm, did not experience any symptom return <(>&<)> there was no volume discrepancy. It was contemplated that there was a possibility of a telemetry state, where the pump was actually still infusing, as there was no discrepancy or symptoms present. Drug delivered via the device was lioresal. It was later reported the patient¿s MRI was not device or therapy related, the patient did not experience symptoms and the patient was experiencing good therapy efficacy.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n160035035, implanted: (B)(6) 2008, product type catheter. (B)(4).